Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the louver cover, pendant and additional hardware components were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The louver cover was returned to the manufacturer for evaluation. Testing found that the louver was bent due to mechanical force. The caster for the imaging system was returned to the manufacturer for evaluation. Testing found that a piece of the locking pedal was removed. The pendant for the imaging system was returned to the manufacturer for evaluation. Testing found that the pendant functioned as designed. Though, there was wear on the unit, including at the soft keys for image functionality, rotor and motion functionality. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the pendant was damaged. It was later reported that the louver cover and additional components of the imaging system were damaged. There was no patient present when this issue was observed.